Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl; cause was unknown. Reportedly, the pump had been exposed to an x-ray machine. Tandem technical support educated the customer on pump guidelines. Reportedly, due to the elevated bg, the customer fell. A correction injection as well as a supply change was performed to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening. H3 other text : device not returned.